Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: a2, a4-a6, b5-b7, d4, d8, d9, d10, h3, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: intermittent problem on image, puncture on cable, faulty cable, failed leak test. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent problem on image was due to faulty cable. The most probable cause of the complaint was cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during reprocessing.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not work. There were no reports of patient harm.